Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was confirmed; the bearings in the attachment were damaged and lacking lubricant. This condition is indicative of improper or ineffective cleaning and maintenance of the device. Repair records indicate that this was the first time the unit has been returned for svc in more than a year. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the (B)(6) stating that the bearing of the device broke. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no additional info provided.